Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had error message. A field service engineer (fse) reimaged the station and reconfigured it. Then the fse performed data synchronization and the station became operational. The tss reinstalled remote support service (rss) update agent 4.10 but the issue was not resolved. The station showed online on the network but off-line on rss dashboard. Further the tss uninstalled rss version 4.10 and installed rss 4.12 and the station showed online on the rss dashboard after reboot. Then the technical support specialist (tss) confirmed that user was able to login and checked the station configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unit required a new hard drive or a new all in one module. The station was not rebooting, and the device needed repair due to a system error indicating that it had failed to initialize. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.